Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain/ discomfort due to the issue. Surgical intervention was undertaken during which the ipg was replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.